Event description:
Technical services received a call on (B)(6) 2011, from sales rep. Caller states high atrial lead impedance notification on la tituder >2000 ohms. Ran test 5v at 1 ms and impedance > 2000. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).